Event description:
Complainant alleged that during a routine shift check by a clinician, the device's discharge button was unable to be actuated and the device would not allow discharge. Complainant indicated that there was no patient involvement in the reported malfunction.